Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had high blood glucose customer reported that they had blood glucose level of 32.1 and 33.3 mmol/l and they treated it with injections. Customer also stated that the insulin pump and water in battery compartment not turning on. Customer reported that the home screen did not appear on the display. It was unknown whether the customer was using auto mode feature at the time of reported high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unable to perform displacement test, sleep current measurement, active current measurement and self test due to blank display noted. Device received with blank display due to moisture damage at electronic assembly. Device found moisture damage at motor assembly noted.